Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation ¿ other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted, specify no". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (as written) (cramping") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, abdominal pain, back pain, fatigue, hormone level abnormal and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, hormone level abnormal, pelvic pain and perforation to be related to essure. The reporter commented: no removal reason: unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Category of case changed to incident. Event injury is replaced by pelvic pain. New events back pain, abdominal pain, dysmenorrhea (cramping), perforation ¿ other, fatigue, hormonal changes and device monitoring procedure not performed were added. Patient demographic, address details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.